Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose level had dropped to 30 mg/dl. The patient experienced symptoms of sweating, and drooling. In addition the patient had lost conciseness and collapsed. The patient reports the pod had distributed insulin all at one time to the patient. Prior bolus changes had been made to the patients personal diabetes manager (pdm). The emergency medical technicians (emts) arrived at the patients home and provided the patient with intravenous fluids. The patient was taken off the pump and advised to use manual pen injections of insulin. The emt's visit lasted an hour. The patient's blood glucose history are as follows: (B)(6).